Event description:
As reported, during transurethral lithotripsy (tul), after capturing one the the stone fragments with a ncircle tipless stone extractor, the physician noticed the basket was deformed. The device was inspected prior to use to ensure there was no damage. The stone they were attempting to remove was approximately 2mm. The laser was not used while the basket was being used. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The procedure was completed with a new same type device. There were no adverse effects to the patient reported.

Manufacturer narrative:
PMA/510k # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6- component code annex g summary of event: as reported, during transurethral lithotripsy (tul), after capturing one the the stone fragments with a ncircle tipless stone extractor, the physician noticed the basket was deformed. The device was inspected prior to use to ensure there was no damage. The stone they were attempting to remove was approximately 2mm. The laser was not used while the basket was being used. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The procedure was completed with a new same type device. There were no adverse effects to the patient reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection along with a functional test were also conducted. The returned device was found to have two kinks in the basket sheath: one on the body and one approximately 5-10mm from the distal tip. A functional test found the damage to the basket sheath and tip did not prevent the basket from opening or closing. Cook reviewed the product labeling. The product IFU provided the following information: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. Because there were no related non-conformances, adequate inspection activities had been established, and no other known lot related complaints had been received from the field, it is concluded that there is no evidence that nonconforming product exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook has concluded that it is possible the device was inadvertently damaged from forces applied during use. However, no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.